Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the last fill line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during intial drain of peritoneal dialysis therapy. During the troubleshooting, it was reported there was a loose connection between the last fill line of the cassette and the supply bag that led to this alarm. It was further reported that the last fill line was not connected properly therefore the connection became loose. Renal therapy services (rts) assisted the patient to end the therapy. The patient would start over with new supplies. Proper procedures per user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.